Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of courier wire was not going out from the distal tip was confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. The insertion test found blood at the distal tip stopping the wire from going through. The cause of the reported event was isolated to the clogged distal tip. Visual examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead failed to advance the guidewire. The lead was not used and was not replaced. The case was abandoned, and the patient was stable.